Event description:
It was reported that there was s3 error on the centrimag system. The system was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient had some downtime without the flow, but they were able to support themselves until the pump head was changed to the backup console.

Manufacturer narrative:
H5 - labeled for single use?: correction. H8 - usage of device: correction. Manufacturer's investigation conclusion: the reported event of an s3 error code was confirmed via log file analysis. A log file was downloaded for review from the centrimag 2nd generation console (serial number: (B)(6) associated with the centrimag motor (serial number: (B)(6). A review of the downloaded log file showed events spanning approximately 3 days (01apr2024 ¿ 02apr2024, 03jun2024 per time stamp). Events occurring on 03jun2024 took place during testing at abbott. ¿system alert: s3¿ alarms were active on (B)(6) 2024 from 07:26:00 ¿ 07:33:00 following ¿flow signal interrupted: f2¿, and ¿flow sensor disconnected: f1¿ alarms. The motor was disconnected on (B)(6) 2024 at 07:36:00 and the system was power off shortly after at 07:37:00. The system was power cycled several times before finally being shut down for shipment to abbot for evaluation on 02apr2024 at 08:19:00. There were no other notable alarms active in the log file. The centrimag motor was returned to the european distribution center, and the motor was connected to a mock loop and ran for several days. During this time the cable was manipulated by hand. The motor functioned as intended and the reported event was unable to be reproduced. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3, f2 and f1 alarms. No further information was provided. The manufacturer is closing the file on this event.